Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in leaked the following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024 the child was hospitalized for central nervous system disturbances and febrile convulsions, and was given intravenous fluids using a disposable intravenous needle; fluid extravasation was found during the intravenous infusion, causing redness and swelling at the puncture site, resulting in phlebitis. Immediately stop the infusion, notify the doctor on duty to check, with xifaetu cream external rub, double cypress powder wet compress treatment. The child was observed and the redness and swelling gradually subsided. Leakage of fluid from the indwelling needle line may cause bacteria to enter the patient's blood vessels through the indwelling needle line, thus causing bacterial infection; if it is the extravasation of corrosive drugs, phlebitis may occur in the light case, or tissue necrosis in the heavy case.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.